Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jan2020.

Event description:
The customer reported backup battery leak. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. The manufacturer¿s field service engineer (fse) could not duplicate the battery backup leak issue. The manufacturer¿s fse could not duplicate the battery backup leak issue. It is understood that the company's equipment is in a normal state and requires no maintenance. In the end, the customer did not ask the manufacturer to reply, but just informed the engineer that if there is an investigation the fse will be contacted. Overall, the issue could not be duplicated.